Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer where it was reported that the device leaked. There was unknown patient involvement and unknown harm or adverse event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaking could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Updated information can be found in d9.